Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving remodulin 10mg/ml for a total dose of 3.146mg/day via an implantable pump. It was reported that during a refill visit, prior to the refill, the programmers expected reservoir volume (erv) was 8.4ml and the actual residual volume (arv) removed from the pump reservoir was 17.2ml. This was noted to be outside the flow rate accuracy specifications. No actions were taken. The event date was (B)(6) 2016. Additional information received from a manufacturer representative indicated the cause of the out of specification volume discrepancy was unknown at this time. The cause was currently being investigated. The patient's baseline weight was (B)(6). No further complications were reported.